Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt ((B)(6)) is experiencing pain near the ipg site. The reported discomfort is intermittent and radiates around her body beginning at the site of the ipg. In addition, the pt has expressed concern regarding the recharge burden for the ipg, and is uncertain as to whether the recharge requirement aligns with her current program settings which are reportedly very high. The pt recently underwent reprogramming to redirect output form her left lead to the right lead as use of the former resulted in intermittent therapy when stimulation levels were increased. The pt is working closely with her pain management team on these issues.